Event description:
It was reported that the patient passed away due to multi-system organ failure. The outcome was not considered device or therapy related and the device functioned as intended. An autopsy was not performed.

Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(4). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction) and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.